Event description:
Reporter noted probe wouldn't cut during vitrectomy. Pulling vitreous and retina, causing a hole in the retina. Laser treatment performed. Follow-up indicated retinal detachment occurred, requiring additional procedure.